Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling the device in accordance with the following instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to clogging of nozzle, air supply volume did not meet the standard value. In addition to evaluation in b5, the grip had a scratch. The air/water cylinder had no color. The suction cylinder had no color. The right/left knob had a scratch. The up/down knob had a scratch. The switch box had a scratch. The scope connector cover unit had a scratch. The scope connector case unit had a scratch. The electrical contact of endoscope connector had a scratch. The light guide bundle had breakage. The light guide lens had a crack. The connecting tube had a cut. The universal cord had coating peeling. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
A customer reported to olympus, the evis exera iii gastrointestinal videoscope had a clogged channel. There was no report of patient harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the nozzle was clogged with a foreign object due to insufficient cleaning.